Event description:
It was reported that during a hernia repair procedure, the device came apart during the case. Opened another device to finish the procedure. There was no pt consequence.

Manufacturer narrative:
The analysis results found that the device was returned with the clamp arm detached. As the clamp arm was not returned, further evaluation of the clamp arm could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing.